Event description:
It was reported that upon interrogation the pulse generator displayed an error message -an unrecoverable error has occured-. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the battery voltage depleted quickly during the interrogation and caused lack of communication. The battery depletion was traced to an anomaly within the battery.